Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to an emergency. Further information was requested however was not provided.